Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: d284trk biv ICD, implanted: (B)(6) 2009; 694765 lead, implanted (B)(6) 2009. (B)(4).

Event description:
It was reported that the left ventricular (lv) lead had been turned off at some point due to phrenic nerve stimulation. The lv lead was revised during the device changeout for normal battery depletion and remains in use. No patient complications have been reported as a result of this event.